Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and found that the iabp did not have the autoprint option enabled in the settings. The fse reported that this feature can be turned on/off at any time using the 'user options' button on the display. The fse then enabled the autoprint feature and tested unit. All tests pass and are within manufacturer's specifications. The unit was then released to the customer

Manufacturer narrative:
Corrected data:e3 updated data: b4, g3, g6, h2, h10, h11.

Event description:
N/a

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) autoprint function is not working and unit turns off. There was no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.